Manufacturer narrative:
Reference record (B)(4). The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in japan underwent a procedure for the placement of a nasojejunal (nj) tube. On (B)(6) 2019, the patient was scheduled to receive a peg-j tube to receive duodopa medication. While inserting the endoscope to place the peg-j tubing, a gastric ulcer was discovered. The peg-j placement procedure was suspended, and the nj tube removed. The patient received unknown treatment for the gastric ulcer. The physician reported that it was possible that the nj tube contacted with the stomach and caused the gastric ulcer.